Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the motor arm cannot communicate with the main arm and hardware low level failures error. The customer state that the insulin pump shuts off and when they went back to there insulin pump they changed the battery and it turned back on and his time needs to re-set and unable to complete insulin pump rewind. The customer was able to passed the self test. The customer¿s blood glucose was 114 mg/dl at the time of incident. The insulin pump will not be returned for analysis.